Manufacturer narrative:
Manufacturer investigation conclusion: incidental findings: backup battery clip: the retention tab on the backup battery clip was broken. The contacts on the clip were undamaged and had no corrosion on them. The clip assembly was a down-revision part. The assembly was replaced with the streamline battery cable assembly; this assembly allows damaged clips to be easily replaced ¿ without removal of the entire cable assembly. The reported event, of the power module not working properly and making a clicking noise, was confirmed when the unit was checked by technical service. A faulty ac/dc power supply was found. The power supply was tested and confirmed to be faulty. The removed ac/dc power supply was from power supplies that have had components damaged due to thermal stress issues. The failure mode has been addressed by the supplier corrective action. The power module assembly was built in mar 2010. The top assembly was packaged and placed into inventory on mar 23, 2010. The unit was shipped to the customer on apr 12, 2010. Per the build documentation, the ac/dc power supply was thoratec lot # 20095190; the manufacturer¿s serial number on the unit is sn (B)(6). The battery clip cable assembly (lot # 20095748) was installed when the unit was built. The battery cable assembly has since been replaced with the streamline backup battery cable assembly. Power module care and maintenance are addressed in the heartmate 3 lvas instructions for use (IFU) (p. 3-5 and p.8-7), the heartmate ii left ventricular assist system (lvas) patient handbook (p.84 and p.247) and the heartmate power module IFU (p. 48) power module alarms are addressed in the heartmate 3 lvas IFU (p.7-29) and the heartmate power module instructions for use (p. 38 - responding to alarms). Maintenance and replacement of the power module backup battery are addressed in the heartmate 3 lvas IFU (p.3-24), the heartmate ii lvas patient handbook (p.60) and the heartmate power module instructions for use (p.5). The heartmate ii lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment". The heartmate 3 lvas IFU (p.f-5 and p.f-8) states that the patient should ¿replace any equipment or system component that appears damaged or worn.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module was making a clicking noise and also had a damaged battery clip. The unit was returned for repair.